Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the guide tooth of the lead was extrinsically damaged. There was an observation with the mcrd (monolithic controlled release device) that contains the steroid. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead helix would not retract. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.